Event description:
Patient arrived to the emergency room early morning (surgery was performed day prior) stating that his pain block pump was not working. Dr. Was notified, and patient was brought to pre-op to assess pump and catheter site. Pump was found to have malfunctioned. Patient was admitted to pre-op and another block was performed per anesthesia after troubleshooting the pump and assessing the patient's pain status.